Event description:
Procedure type: c- section. According to the reporter: the event is reported as follows: needle snapped (1/3 from tip) during closure of sheath, with fragment falling into the pt. Required x-ray to locate fragment delaying case by 1.5 hours.

Manufacturer narrative:
(B)(4).